Event description:
It was reported that during a follow-up visit low sensing and high capture thresholds were observed. The physician suspected lead dislodgement. Attempted lead repositioning was unsuccessful. The lead was explanted and replaced. The lead was discarded. The physician does not allege that the lead was the cause of the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.